Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported occasional instances of blood and fluid leaking when tubing disconnected from a smartsite. There were no specific details of any of the events provided and no samples were saved. There was no patient harm.